Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the plaintiff underwent removal surgery and recurrent umbilical/incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted an obvious granulation tract between the umbilicus and the mesh with an associated amount of chronic inflammatory tissue involving a portion of the mesh. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2016. It was reported that the patient experienced severe pain, nausea, infection, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/18/2020.